Manufacturer narrative:
Index procedure: the patient was admitted to the hospital, screened for the study and had the index procedure on the same day. The patient had a cypher 3.5x18mm successfully implanted in the proximal lad at 13 atm. A cypher 2.5x18mm stent was successfully implanted in the mid rca at 14 atm. Total contrast used was 250 cc. Cardiac enzymes were reported to be normal at six (6) and twelve (12) hours post-procedure. The patient was discharged the next day without complaints of angina. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2006-01125 and #9616099-2006-01126.

Event description:
The report from the study indicated that approximately twenty-six (26) months after the index procedure, the patient had been having angina. Approximately thirty-two and one-half (32 1/2) months after the index procedure, the patient had a diagnostic coronary angiography done, revealing a new lesion proximal to the previously implanted cypher stent in the left anterior descending (lad) identified as inlet restenosis, a new lesion in the large first (1st) obtuse marginal (om), and a new lesion in the right coronary artery (rca). The new lesion was reported to be some distance from the previously implanted cypher stent. The patient was then scheduled for a percutaneous coronary intervention (pci). Thirty-five (35) months after the index procedure, the pci was done with the indication being chest pain (stable angina ccsiv) and associated shortness of breath (sob) with a positive stress test (bruce protocol). The lad restenosis was treated by implantation of a taxus liberte 3.5x16mm stent at 14 atm. The rca restenosis was treated by implantation of a taxus liberte 2.75x20mm stent at 15 atm. The new lesion in the om branch was described as a bifurcation lesion was treated by implantation of a taxus liberte 3.0x16mm stent at 12 atm.